Event description:
The company was informed that the patient's implant has extruded from the incision site and the wound cannot be repaired. The patient's device will be removed. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.